Event description:
It was reported that during a cardiac ablation procedure using the sheath 10fcc13 flexcath contour 10f, an audible snap was heard early in the case while attempting to maneuver between the left sided veins, after which the operator noted a loss of steering ability with the sheath. The system had been prepped according to recommendations. A new sheath was provided and the procedure continued without further issues. The patient remained in stable condition throughout the procedure, with no symptoms, complications, injuries, or adverse outcomes reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012672130 was returned and analyzed. Visual inspection of the handle identified a kink at the side port tube. The steering mechanism and deflection test revealed the sheath did not reach primary deflection at 90° and 180°. The following relevant sub-assembly inspection and tests were performed. X-ray imaging of the returned device revealed a broken pull wire in the handle area. In conclusion, the sheath failed the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.